Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a frequent downstream occlusion message. There was no patient involvement. No additional information is available

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found within specification in relation to the reported frequent downstream occlusion message which were not reproduced during evaluation. The evaluator found the pump to function as intended, without occurrence of a false downstream occlusion alarm. Downstream occlusion alarms were found during a review of the event history log but the log cannot be used to distinguish if alarms were true or false. No component could be determined for causality. Should additional relevant information become available, a supplemental report will be submitted.